Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Scott olson / biomed had two 8015 devices sn (B)(4) with the same error 133.6090 and need some assistance on this issue. Failure device type: failure problem type: failure mode: case resolution: kee sourik ( tech support) received a phone call this morning 16 dec 2019 that scott olson / biomed tried removing main battery pack and re-mount the battery back and it appears that the error 133.6090 went away. Biomed will call back if needed further assistance.